Event description:
It was reported through the review of programming history that a vns patient was found to be at unintended settings at the office visit of (B)(6) 2007. The patient settings were found to be 1/20/500/30/60/1.25/500. The settings were corrected at the office visit of (B)(6) 2007 to 1.25/20/500/30/5/1.25/500. No system or normal diagnostics were recorded on the available programming history, although a faulted diagnostic is suspected to have contributed to the reset in settings. At the moment no patient adverse events were reported due to the unintended settings and settings were corrected at the follow-up appointment.

Manufacturer narrative:
Analysis of programming history.